Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 2195480. D.4. Medical device expiration date: 30-jun-2025. H.4. Device manufacture date: 04-aug-2022.

Event description:
It was reported that during use with 2 bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield failed. There was no user/patient impact. The following information was provided by the initial reporter: two instances of safety feature failure during morning phlebotomy rounds. Product bd vacutainer eclipse 21g blood collection needle with pre attached holder.

Event description:
It was reported that during use with 2 bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield failed. There was no user/patient impact. The following information was provided by the initial reporter: two instances of safety feature failure during morning phlebotomy rounds. Product bd vacutainer eclipse 21g blood collection needle with pre attached holder.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual examination and functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 2 bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield failed. There was no user/patient impact. The following information was provided by the initial reporter: two instances of safety feature failure during morning phlebotomy rounds. Product bd vacutainer eclipse 21g blood collection needle with pre attached holder.